Event description:
On 14-jan-2026, an arthrex subsidiary employee reported via email that an ar-3740sp double loaded knotless knee fibertak anchor was inserted, and the tip of the inserter broke off and remained inside the bone. The case was completed with the product in place. There was no significant procedural delay, and no additional anesthesia was administered. The issue was discovered during a procedure on (B)(6) 2026.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.